Event description:
A fallopian tube clip was being applied when the metal spring component reportedly pushed the plastic jaws away, instead of sliding over it. The clip then came apart and fell into the abdomen. Both component parts were retrieved after a second incision was made. Another clip was applied with no problem.